Manufacturer narrative:
The reported events were lead dislodgement, increased threshold, and diaphragmatic stimulation. The reported event of increased threshold was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. X-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. The helix was retracted and clogged with blood/tissue as returned. After cleaning and by applying torque to the connector pin, helix could be extended and retracted with the helix extension length measured within specification. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that one day post-operation the right ventricular lead exhibited high capture thresholds. An x-ray was performed, and it showed that the lead may have moved from the original implant position. The patient also mentioned that sporadically they would feel a jumping sensation in the abdomen. The lead was explanted and replaced. The patient was in stable condition.